Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic gastroplasty, during stomach stapling, the surgeon was able to complete the firing cycle but staple line was incomplete distally. Another reload was used to complete the case. There was no patient injury.